Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the implantable cardioverter defibrillator (ICD) delivered a possible shock for atrial fibrillation with rapid ventricular response (af w/rvr) vs. Ventricular tachycardia (vt)/ventricular fibrillation (vf). Device initially withheld therapies for supraventricular tachycardia-atrial fibrillation (svt-af), but then delivered therapy. Follow-up was conducted but no further information was obtained. The device remains in use. No further patient complications have been reported as a result of this event.